Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. A review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. A replacement window was provided to the field, and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.